Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Associated malfunctions for this device; poppet valve not shifting, power switch short circuited, heat exchanger coupling, sieve tubes, muffler, clamps, elbow and zip ties were leaking.